Event description:
Our affiliate is reporting to us that during hip surgery, some of the insulation material at the distal tip of a vapr cp90 electrode came off of the device and fell into the body. They do not know if all was retrieved or not; however, the procedure was concluded successfully without further issue or harm to the patient.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Manufacturer narrative:
The complaint device was received and visually evaluated; both with the naked eye and under power: it is noted that some insulation material on the back side of the shaft is missing, torn away; approximately 0.875 (2.2 cm) of an inch back from the distal tip there is a tear in the insulation more or less an 1 in length and about 3/32nds wide (2.5 cm x 2.4 mm). There is a sharp continuous scrape mark in the insulation starting at the distal end of the insulation and leading to the beginning of the tear. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint; our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other similar complaints for this lot of devices that were released to distribution. The telltales on the complaint device have all the indications that while in the use the device was abraded against something hard or sharp, like a cannula or scope edge. We attribute the devices condition to technique, a user issue. At this point in time, no further action is warranted. However, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.